Manufacturer narrative:
As samples were not available for evaluation, the investigation from contact manufacturer organization is limited to a batch record review. Per the review. All parts passed the required inspection criteria. All employees supporting the build of the lot have completed the required training and are current at the time of manufacture. No non conformances or deviations were initiated during the manufacturing build. A.1: patient indentifier - (B)(6).

Event description:
This is the second time our pharmacy technicians have been unable to reconstitute a dose. Despite following the procedure and protocols, the diluent does not flow into the powder. It seems as if there is too much air in the vial? Have you previously received reports of this issue? Is there an alternative method in such cases to avoid wasting the dose?

Manufacturer narrative:
Pending investigation from the contract manufacturing organization. A.1: patient indentifier -(B)(6).

Event description:
This is the second time our pharmacy technicians have been unable to reconstitute a dose. Despite following the procedure and protocols, the diluent does not flow into the powder. It seems as if there is too much air in the vial? Have you previously received reports of this issue? Is there an alternative method in such cases to avoid wasting the dose?